Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: the reported complaint that the device had failed rate calibration was confirmed and replicated during testing. Using alaris system maintenance (asm), rate accuracy and rate calibration were performed on the received device. Initial testing of the received pump module, with a volume per mechanism revolution (vpmr) value of 169.7 l, found the device failing rate accuracy with an actual error of -9.91 %; the acceptable error is +/- 3.4% and it was noted that the device may need to be calibrated. After calibration was performed, it was confirmed that the pump module¿s new vpmr value of 153.0 l was out of the acceptable range between 153.9 l to 188.1 l. It was noted that the pump module must be repaired. An internal inspection found the top right bezel insert on the mechanism frame lifted, creating a gap between the bezel boss and the mech frame. After the observed bezel mechanism was temporarily replaced, for testing purposes only, with a good known dchu assembly. The pump module passed rate accuracy testing with an actual error of 2.58 %. The review of the error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. The device was reported with no patient involvement. Root cause: the root cause of the reported pump module failing rate test can be attributed to the lifted insert on the top right boss of the bezel mechanism assembly. The root cause of the lifted insert on the mechanism assembly frame was not determined during the investigation; however, it was noted that the manufacturer seal was not intact, indicating the device has been previously opened after leaving bd production or san diego repair center.

Event description:
It was reported that the device failed calibration. There was no patient involvement.

Event description:
It was reported that the device had failed calibration. There was no patient involvement.

Manufacturer narrative:
Correction: medical device catalog #, unique identifier (UDI) # and is combination product? Additional information: remedial action required, remedial action #, a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the device had failed rate calibration was confirmed and replicated during testing. Using alaris system maintenance (asm), rate accuracy and rate calibration were performed on the received device. Initial testing of the received pump module, with a volume per mechanism revolution (vpmr) value of 169.7 l, found the device failing rate accuracy with an actual error of -9.91 %; the acceptable error is +/- 3.4% and it was noted that the device may need to be calibrated. After calibration was performed, it was confirmed that the pump module¿s new vpmr value of 153.0 l was out of the acceptable range between 153.9 l to 188.1 l. It was noted that the pump module must be repaired. An internal inspection found the top right bezel insert on the mechanism frame lifted, creating a gap between the bezel boss and the mech frame. After the observed bezel mechanism was temporarily replaced, for testing purposes only, with a good known dchu assembly. The pump module passed rate accuracy testing with an actual error of (B)(4). The review of the error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. The device was reported with no patient involvement. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.